Event description:
Trimed received the following report on 03 jul 2018 from trimed sales member located in the (B)(4), regarding the drill 4.0, 220 mm cannulated: during a intra-operative procedure, it was discovered that the drill 4.0, 220 mm cannulated (drill-4.0 cl) had malfunctioned once it made contact with the bone. The bone quality was determined to be quite sclerotic compared to usual. This incident did not cause any further harm to the patient. This is the first time this type of malfunction has been reported to trimed.

Manufacturer narrative:
It was determined that this should be reported as "serious injury" instead of malfunction.